Manufacturer narrative:
Concomitant product: addr01 ipg implanted (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and impedance and that impedance had reached a high range. The lead was capped and replaced as it was suspected to have fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.